Event description:
It was reported to boston scientific corporation on july 27, 2021 that a flexiva ID tractip 200 laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, the laser fiber had no aiming beam and did not fire. The laser was uplugged and the end of the laser fiber was extremely hot. There was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block g2: this event was received via a voluntary medwatch report. The report number is (B)(4). Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in three pieces. The first piece was the sma connector and measured 2.7 cm. The second piece was the fiber body and measured 194 cm. The third piece measured 117.7 cm and included the exposed glass tip. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. The sma boot was observed to have some melting where it was connected to the sma connector. The light from the sma connector could not be tested due to the condition of the fiber. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and intended to degrade with use. The observed condition of the fiber, sma connector detached and the sma boot damage, is indicative of a fracture within the fiber connector. However, due to the condition of the fiber, the fiber connector fracture was unable to be observed during analysis. It is likely that procedural handling of the device during set-up contributed or use to a fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Additionally, the flexiva ID tractip 200 the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). This event was received via a voluntary medwatch report. The report number is 4600150000-2021-8003. Medical device problem code a1005 captures the reportable event of fiber connector overheats. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID tractip 200 laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, the laser fiber had no aiming beam and did not fire. The laser was unplugged and the end of the laser fiber was extremely hot. There was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.